Event description:
A report was received that the ipg would not charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient's stimulator was no longer covering the patient's pain areas. The patient underwent an explant procedure. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the ipg would not charge. The patient will undergo an ipg replacement procedure.